Manufacturer narrative:
One ampere¿ rf ablation was received for evaluation. Visual inspection of the returned generator confirmed all connectors, switches, and labels appeared to have no physical damage. All the mounting hardware was secured. Normal wear from use was observed on the exterior chassis. The returned generator was powered up and the unit completed the power on self test successfully and the screen display came up normally. The device was run through a functional test and functioned as anticipated. The system log files on the unit from the reported event date were reviewed and confirmed instances of 999 ohms, however no conclusive abnormalities were identified. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported impedance error and subsequences delay was unable to be confirmed.

Event description:
The procedure was an atrioventricular nodal reentrant ablation procedure.

Event description:
During the procedure, an impedance error was noted on the generator which caused a delay. The grounding pad, catheter cable, grounding pad port, and catheter were exchanged which did not resolve the issue. The generator was rebooted but the issue was not resolved. The generator was exchanged and the procedure was completed with no consequences to the patient.